Event description:
The product was found to be broken.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.